Event description:
It was reported the patient had 3 vf (ventricular fibrillation) episodes, but only one "was actually transmitted to the carelink website." The patient was found dead 2 days later in his bed. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.